Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 1 event was reported for this quarter.   Product return status : 1 device was received for evaluation.  Evaluation status : 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by a damaged driveshaft. Additional information : 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device was smoking. 1 event had no patient involvement; no patient impact.